Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated the patient was needing an MRI and they were trying to figure out how to get the MRI because it was impossible to get the ins to turn back on. Caller stated it had been dead for about 2 years and they had a manufacturer representative come out to look at it last year and they were unable to turn it on. The patient was redirected to their healthcare provider to further address the issue. Agent emailed MRI eligibility form to caller. Patient stated they would have the ins replaced.